Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer had 8 cannulas which could not be applied correctly because the glue did not stick enough and right after sticking on the skin the cannula fell off again. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.